Event description:
It was reported that during the procedure in the moderately tortuous proximal circumflex coronary artery, a 3.0x28 xience v rx, a 2.25x8 xience nano, and a 2.75x12 xience v rx drug-eluting stent delivery system were each advanced toward a mildly calcified lesion, but were unable to cross the lesion. The devices were each withdrawn, and another xience device was able to cross the lesion. There were no patient effects and no clinically significant delay in completing the procedure. Returned goods lab received the 2.75x12 xience v rx stent delivery system with a separated hypotube shaft. Additional information received indicates that the physician was unaware of the shaft separation and that it possibly occurred after removal from patient or during transit. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances; however, returned product analysis revealed a shaft separation. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for shaft separations. Based on the information reviewed, there is no indication of a product deficiency.